Manufacturer narrative:
The reported events of lead dislodgement and helix mechanism issue was confirmed. As received, a complete lead was returned in one piece with the helix found stretched and clogged with blood/tissue. Final analysis found the inner coil was overtorqued inside the connector region and the helix was stretched consistent with procedural damage. No further anomalies were found.

Event description:
It was reported that during implant procedure, the novel right ventricular lead dislodged after fixation. During repositioning, the lead helix failed to extend. The procedure was completed using an alternate lead on (B)(6) 2023. The patient was stable.